Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that on 01-aug-2024 the patient faced event of high blood glucose levels that was near 400mg/dl and lasted 4 hours. The patient experienced an occlusion due to a bent and kink in the tubing. While troubleshooting, the patient cleared the occlusion, and insulin delivery resumed. No further information available.